Event description:
It is reported that during a rescue attempt the device indicated a low battery condition. The patient was transferred to another defibrillator which was at the scene. The patient is reported to have not survived.

Manufacturer narrative:
The device has been requested by the manufacturer, but has not been received. The complaint remains under investigation. No conclusion can be drawn at this time.